Event description:
It was reported that the patient with right atrial (ra) lead had presented with a large hematoma on pocket site, and was confirmed to be infected. This ra lead was explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).